Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Event description:
The report received from the field indicated that the patient was admitted to the hospital and had an optease vena cava retrieval filter successfully deployed during the index procedure the same day as admission. Two days later, the patient had an abdominal CT scan that confirmed the accurate placement of the optease filter. Ten days after the index procedure/filter deployment, the patient had a cardiac incident and expired. The optease filter was found to be in the patient's heart and was removed. Additional information and films have been requested.

Manufacturer narrative:
Complaint conclusion: the cc has been updated to include results of the independent film review. Ten days after successful insertion of an optease vena cava filter for submassive bilateral pulmonary emboli the patient had a cardiac incident and expired. After filter deployment he was anticoagulated with heparin and subsequently developed a right groin hematoma at the vascular access site and had a significant drop in hemoglobin which required multiple blood transfusions. The heparin drip was discontinued and his hemoglobin then stabilized. Warfarin, orally was then initiated while his inr was monitored. On the morning of (B)(6) 2010 the patient noted chest discomfort with associated brief runs of nsvt, as well as a new rbbb on his ECG. A stat echocardiogram revealed that the ivc filter had migrated to the right ventricle. The patient was urgently transferred to the cardiac catheterization laboratory where the ivc filter was retrieved and removed percutaneously. Following this, the patient developed bradycardia and hypotension. An echocardiogram was performed in the catheterization laboratory and did not reveal any evidence for a pericardial effusion. A temporary pacing wire was placed but then he deteriorated further hemodynamically and was noted to have pulseless electrical activity. He was resuscitated according to acls guidelines with CPR, atropine, and epinephrine. Resuscitative efforts, however, were not successful. Of note, two days after filter placement the patient had an abdominal CT scan that confirmed accurate placement of the optease filter. (B)(4). History: the following is provided from the patient's medical record: following admission, the patient had an ivc filter placed on (B)(6) 2010 as he was felt to have submassive bilateral pulmonary emboli. He was then anticoagulated with a heparin. He subsequently developed a right groin hematoma at the vascular access site and had a significant drop in hemoglobin which required multiple blood transfusions. The heparin drip was discontinued and his hemoglobin then stabilized. Warfarin, orally was then initiated while his inr was monitored. On the morning of (B)(6) 2010 at around 8:00 am, the patient noted chest discomfort with associated brief runs of nsvt, as well as a new rbbb on his ECG. A stat echocardiogram revealed that the ivc filter had migrated to the right ventricle. The patient was urgently transferred to the cardiac catheterization laboratory where the ivc filter was retrieved and removed percutaneously. Following this, the patient developed bradycardia and hypotension. An echocardiogram was performed in the catheterization laboratory and did not reveal any evidence for a pericardial effusion. A temporary pacing wire was placed but then he deteriorated further hemodynamically and was noted to have pulseless electrical activity. He was resuscitated according to acls guidelines with CPR, atropine, and epinephrine. Resuscitative efforts, however, were not successful and he was pronounced dead at 11:30 am on (B)(6) 2010.' Observations: a single cd-rom with multiple radiology studies is provided for review. The first file is from the implantation procedure. Access is achieved in the right common femoral vein and a venogram was performed. The ivc appears normal in caliber and there is no evidence of ivc thrombus. Subsequent images show deployment of an optease ivc filter in an infrarenal location. There is good filter expansion and normal wall apposition. Subsequent file is a CT scan of the abdomen and pelvis from (B)(6) 2010. There is a large right groin hematoma. The filter is situated within the infrarenal ivc with excellent wall apposition. The ivc is approximately 20mm in diameter. No peri-ivc hematoma is evident. No images are provided from (B)(6) 2010 when filter migration was discovered. Impression: this case involves a patient who had a optease ivc filter placed for dvt and pulmonary emboli. Ten days later the patient experienced cardiac arrhythmia was it was discovered that the filter had migrated into the right atrium. After percutaneous removal the patient experienced cardiac arrhythmia followed by cardiac arrest and death. Images from the initial implantation procedure and post-implantation CT show no abnormality related to the ivc or filter to explain the subsequent migration. The ivc is normal in caliber and the filter is well positioned and expanded in the infrarenal ivc. No images after filter migration are submitted for review. Ivc filter migration is a well documented but rare potential complication of ivc filter placement. One potential cause of migration is embolization of a massive dvt. The patient was heparinized immediately post implantation but this had to be discontinued secondary to a large right groin hematoma with significant drop in hematocrit. In this case, discontinuance of the anticoagulation therapy could have placed the patient at risk for this type of event. Less common causes of filter migration include abdominal trauma, filter malplacement, filter fracture, and large shifts in hemodynamic status resulting in significant diameter changes of the ivc. I have no data provided to support any of these possibilities. From the data provided, it appears most likely that massive dvt embolism would have contributed to filter migration. This is a well known potential complication and is seen rarely. I do not believe that this represents a manufacturing error or defect of the device. If the removed device is available for direct inspection I will certainly further review. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15195625 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15195625. Manufacturing records for lot 15195625 were reviewed and product met all quality requirements for product acceptance. A DHR review was requested to nitinol devices & components (ndc), for part number: (B)(4) and filter lot numbers 520291, 520247 and 520272; and the results indicate that the filter shipped meets specified release requirements. Ivc filter migration is a known potential adverse event associated with all ivc filters implantation and is listed in the IFU as such. Intracardiac migration of ivc filters is a rare but potentially fatal event. Possible cause for filter migration includes mega cava (ivc diameter >28 mm), wire entrapment during central venous catheter placement, 'sail' effect of large clot burden within the filter, mechanical device failure, and operator error. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to the fracture and migration of ivc filters. Migration of ivc filters has been demonstrated when the presence of an overburden of thrombus in the vasculature occurs that exceeds the devices ability to exert radial force toward the vessel walls and maintain optimal positioning. One possible etiology for the filter migration was the administration of a large amount of blood products potentially creating an enlarged vena cava resulting in migration of the filter. However, there is not enough information to draw a definitive clinical conclusion between the device and the reported event. There is no evidence of manufacturing or design issues that contributed to the event.